Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/-5%). During testing, when the device was programmed in the piggyback mode, the device completed the delivery on the secondary line before switching to deliver on the primary line. Based on the data verified, hospira could not attribute the issue to the device. The customer contact indicated the event may have been a result of an operator error in programming the device. The pump history was downloaded at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The pump was returned to the biomedical engineering department with a report that the "pump stopped before infusion completed and piggyback won't resume primary channel." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.